Manufacturer narrative:
Pump received with button error alarm and intermittent up arrow button response due to corroded keypad traces. No unexpected numbers ramping during testing. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window.(B)(4)

Event description:
The customer reported via phone call that they received a button error alarm. The customer also reported a crack was present on the insulin pump. It was also found a crack was present on the insulin pump's screen. Customer also reported the numbers were ramping down on the insulin pump when the down arrow button was released. The customer's blood glucose was 104 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.